Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant that the right atrial (ra) and right ventricular (rv) leads exhibited high impedance. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.